Event description:
It was reported that the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the device cut, but did not staple. There was no pt consequence.